Event description:
It was reported by legal that a patient had an initial right total hip arthroplasty performed. Subsequently, the patient was revised approximately 9 (nine) years later due to elevated metal ion levels. During the revision, corrosion was noted at the taper junction of the head and neck with mild to moderate metallosis noted throughout the joint. The initial stem and cup were retained, and dual mobility construct was implanted. A pre-existing nonunion of the greater trochanter was identified and repaired prior to closure. No intraop complications were identified. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) g2 foreign: canada. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, d10, g3, g6, h2, h3, h6, h10, h11. Corrected data: d4 expiration date. D4 - UDI number is not applicable; the device was manufactured prior to di publish date. D10: concomitant medical products, item name: mlry-hd lat por fmrl 12x165mm; item 11-104212; lot 079000, item name: m2a-magnum mod hd sz 44mm; item 157444; lot 550470, item name: m2a-magnum pf cup 50odx44id; item us157850; lot 989130. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported items, and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The reported event was confirmed by review of op notes. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: end of 2020: chromium 78.5 (normal 2.3-7.7), cobalt 103.2 (normal 1.9-6.6). Start of 2021, revision. Encountered brown fluids which is likely reaction from the metal debris. Corrosion noted at the female taper and very mild corrosion at the base of the male taper. Mild to moderate metallosis noted throughout the hip joint. Nonunion of greater trochanter noted. Nonunion site repaired. Initial stem and cup retained. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.